Manufacturer narrative:
Conclusion and justification status: the complaint states patient revised due to dislocation on (B)(6) 2016. This is the patients second revision. The first revision surgery was due to periprosthetic fracture. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised due to dislocation.